Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed; however, the plug was still attached to the device and came out of the body. There was nothing left behind in the patient. Hemostasis was achieved using manual compression for thirty (30) minutes or less. There was no reported patient injury. The mynx vascular vcd was used in a diagnostic angiogram procedure with a retrograde approach. There was no known medical history that would impact the failed device. The sheath introducer used was a terumo pinnacle, 5fr, 10cm. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. The presence of vessel tortuosity and pvd/calcium in the vicinity of the puncture site was unknown. The device was stored as per the instructions for use (IFU). It is unknown if there was prior pta, stent, or vascular graft in the common femoral artery or vein. The sealant was dislodged from the arteriotomy and seemed to stick to the device. The deployer was mynx trained. The device storage temperature did not exceed 25°c. The device was returned for analysis. A non-sterile ¿mynxgrip 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the returned device showed that the shuttle was engaged from the black handle. The syringe was received for evaluation connected to the device and the stopcock open. The advancer tube was observed to have remained in the shuttle cartridge tubing as received. The sealant was on the catheter far away from the shuttle tip. It was noted that the sealant was exposed to blood as received. In addition, the balloon was noted to be fully deflated. An unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No visual damages or anomalies were observed. Functional analysis was performed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock the mynxgrip instructions for use (IFU). The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Visual inspection at high magnification revealed the sealant had been exposed to blood. The reported event of ¿sealant-sealant dislodged¿ was confirmed through analysis of the returned device. The exact cause of the issue reported could not be conclusively determined. However, based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining in the shuttle tubing when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed; however, the plug was still attached to the device and came out of the body. There was nothing left behind in the patient. Hemostasis was achieved using manual compression for thirty (30) minutes or less. There was no reported patient injury. The mynx vascular vcd was used in a diagnostic angiogram procedure with a retrograde approach. There was no known medical history that would impact the failed device. The sheath introducer used was a terumo pinnacle, 5fr, 10cm. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. The presence of vessel tortuosity and pvd/calcium in the vicinity of the puncture site was unknown. The device was stored as per the instructions for use (IFU). It is unknown if there was prior pta, stent, or vascular graft in the common femoral artery or vein. The sealant was dislodged from the arteriotomy and seemed to stick to the device. The deployer was mynx trained. The device storage temperature did not exceed 25°c. The device was returned for evaluation.